Event description:
A medtronic representative reported a site's damaged spinous process clamp with a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Site declined to replace the suspect clamp. No parts have been returned to manufacturer for analysis.